Event description:
The dealer states the seat cracked completely in half and one half is gone. The dealer states the consumer has had the rollator only 45 days. No further information was provided.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.